Manufacturer narrative:
The patient is doing fine and there is no plan for another removal attempt.

Manufacturer narrative:
The device was not returned for evaluation. However, the sensor was identified to be a part of issue that was addressed by corrective and preventive action (CAPA). The malfunction was confirmed. And the root cause was identified to be a manufacturing issue.

Manufacturer narrative:
Manufacturer currently performing investigation and will provide results of investigation in supplemental report.

Event description:
On (B)(6) 2019, the sensor experienced an early sensor retirement resulting in early sensor removal.